Event description:
Information was provided that the pa attempted placing an a line (arterial line) in the left radial artery of the (B)(6) male patient with pre-existing condition of mild hydrocephalus. As the pa was preparing to suture the catheter, the catheter separated from the hub. The physician and vascular surgeon were unable to remove the catheter at bedside; therefore, the patient was taken to the operating room for surgical removal of the catheter and repair of the left radial artery due to this event. No information was provided regarding outcome of patient at this time.

Manufacturer narrative:
(B)(4). (B)(4). The event is currently under investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others.